Event description:
It was reported that the patient experienced episode(s) of bradycardia and arrhythmia. The implantable pulse generator (ipg) is reported as exhibiting loss capture. Diagnostic testing/troubleshooting, reprogramming pacing polarity changed to unipolar, and output voltage and pulse width increased. The ipg remains in use, however, subsequent explant and replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 559453 lead, implanted: (B)(4).